Event description:
The device ripped twice during lap nephrectomy causing loss of co2 from abdomen. There was no patient consequence. A second device was opened to complete the case. There was no consequence to the patient.